Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, an myocardial infarction (mi) and death occurred. The target lesion being treated was located in the right coronary artery (rca). The vessel diameter was 3 mm, the target lesion was 28 mm in length and pre-procedure stenosis was 99%. There was no attempt made for direct stenting. A 3.0x28mm liberte stent was implanted. Post-procedure, there was 0% stenosis. During the procedure, the patient had an inferior mi with ECG changes of new q-wave and rise in cardiac markers. The mi was located in the inferior. The patient was on anticoagulant therapy of ticlopidine at the time of the mi. The patient was not taking asa. The procedure was deemed a technical success. Eleven days later, the patient had unstable angina, braunwald classification ii b. Medication included asa and clopidogrel. The patient died that day with the cause of death noted as mi.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4): product not available for analysis.